Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 480 mg/dl. Symptoms that were reported at the time of the incident included no feeling good. The customer was treated for high blood glucose via insulin syringe. The customer reported that the buttons on the insulin pump were not functioning properly. Troubleshooting for the high blood glucose was not completed due to high blood glucose. The insulin pump will return for analysis. The auto mode feature was not in use.